Event description:
It was reported that sometimes the light of subject device did not light up even though it was right after the lamp had been replaced. The event had occurred during the set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light does not light up due to igniter failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to igniter failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.